Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps-flex option femoral component size e right catalog #: 00576401552 lot #: 61459040, nexgen fluted stemmed tibial component size 4 catalog #: 00594604001 lot #: 61280399. G2 - report source - foreign: event occurred in new zealand. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to instability approximately fifteen (15) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided identified polyethylene wear on the articular surface and both the articular surface and femoral component exhibited signs of explantation. Radiographic review demonstrated potential early tibial loosening, however, could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.